Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported physical resistance and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced resistance was met with the heavily tortuous anatomy resulting in the reported physical resistance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery that was heavily tortuous. Several attempts were made to advance the xience alpine sds to the lesion but when it finally reached, the stent catheter broke near the hub when the device was held. The device was removed as a single unit. Balloon angioplasty was performed to complete the procedure. Although the procedure took two hours, there was no clinically significant delay or adverse patient effects. No additional information was reported.